Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined the motor speed was not stable, the needle bearing and reciprocating arm were worn, machine head damaged, unit out of calibration, and control bar position not correct and the motor, needle bearing, reciprocating arm, machine head, and bearings were replaced and device recalibrated and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the hospital clinical engineering department reported that the device was not working properly before the surgery and there was no patient involvement and no surgery delay. No additional information could be provided. Evaluation of this device later found that the motor speed was not stable. No adverse events were reported as a result of this malfunction.